Event description:
During a laparoscopic biopsy and mesenteric lymph nodes, the error displayed. The ptfe pad was stated to peel back from the distal end. Procedure was completed with a second device. There was no pt harm reported.

Manufacturer narrative:
The eval confirmed that the ptfe pad was worn and partially separated. There was a contact mark of the probe and jaw. The mfg history was reviewed, with no irregularities noted. Based on the eval and the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears, and the distal end of the pad separates from the grasping section. In the course of separating, since the distal end of the ptfe pad wore severely and became thin, the probe and grasping section became contacting each other, and the scratches indicating that the probe and grasping section were in contact with each other were made. Based on the finding of the eval, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.